Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 514mg/dl with large ketones; cause was unknown however the customer reportedly had a viral infection. The customer attempted to address the high bg by delivering a correction bolus. Additionally, the customer went to the emergency room (ER) where intravenous (IV) fluids and nausea medicine were given to resolve the issue. Subsequently, the customer was admitted to the hospital where intravenous fluids were administered to resolve the issue. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. At the time of the report, the customer was currently still hospitalized, however no permanent damage was present.